Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow up with device in backup vvi mode. The patient was an asymptomatic. The device was explanted and replaced.

Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory was due to a power-on reset (por). The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the por could not be determined.